Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that her vns therapy magnet was cracked and she was in need of a replacement. No further info is available to MFR. Cracked magnet will not be available to MFR for product analysis.